Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the 80% stenosed, mildly tortuous, distal, de novo, left internal mammary artery (lima) graft lesion, the 3.5 x 38 mm xience prime stent was implanted; however, a spiral edge dissection was noted. A 3.5 x 33 mm xience prime was implanted; however, additional dissection further down in the distal segment was noted. A 3.5 x 28 mm xience prime stent was implanted and flow was restored. The patient was reported as stable. There was no reported clinically significant delay in the procedure. No additional information was provided.